Manufacturer narrative:
No samples were returned for testing or review. No retained samples are available for testing/review. If samples become available at a later time the devices will be evaluated and the results will be included in the file. Without reviewing the actual broken needle, receiving magnified photos of the broken device, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. A review of the device history records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. The needle component is supplied by ethicon. This event was initially reported on surgical specialties complaint (B)(4), ethicon complaint # (B)(4), filed under medwatch number # 3010692967-2019-00023. The original complaint ((B)(4)) was received from the customer, the above complaint was received from the (B)(6) health authority.

Event description:
It was reported that the needle tip broke when sewing the uterus during the laparoscopic hysteromyomectomy. A 2mm segment of the needle tip was observed by x-ray however a clinical decision was made by the chief surgeon to leave the broken needle piece in the body. The abdominal cavity was closed without further incident. No additional information was received.